Event description:
It was reported that the fiber-optic was connected; however, the cardiosave intra-aortic balloon pump (iabp) only indicated the traditional fluid transducer would send information to the pump. No alerts were indicated. The nurse verified that the staff had unplugged and reattached the fiber-optic cable. It was later reported that the patient was deceased. In addition, the facility has advised that the patient's death is not attributed to the iabp. The intra-aortic balloon (iab) involved in this event was reported under mfg report number 2248146-2019-00760.

Manufacturer narrative:
It was reported that following the reported event, a preventative maintenance (pm) was performed by a getinge service territory manager (stm) and no error were found. However, at the time of the pm, the getinge stm was not aware of the recently reported fiber-optic issue. The getinge stm was later dispatched to investigate the reported event. The stm confirmed that the unit functioned to specification during both evaluations and stated that he did not believe the problem was due to the pump, but possibly the intra-aortic balloon (iab). The stm was could not reproduce the fiber-optic error. Full calibration, functional testing and safety check were performed and passed to factory specifications. Unit passed all functional and safety tests per factory specifications. The unit was returned to the customer and cleared for clinical use. No parts were replaced.

Event description:
It was reported that the fiber-optic was connected; however, the cardiosave intra-aortic balloon pump (iabp) only indicated the traditional fluid transducer would send information to the pump. No alerts were indicated. The nurse verified that the staff had unplugged and reattached the fiber-optic cable. It was later reported that the patient was deceased . No further information was provided. The intra-aortic balloon (iab) involved in this event was reported under mfg report number 2248146-2019-00760.

Manufacturer narrative:
The production device history record (DHR) of the intra-aortic balloon pump (iabp) involved in the event was reviewed. There were no non-conformances in the production DHR related to the reported event. The customer has not requested getinge to evaluate the iabp in connection with this event. However, the customer has advised that the input port of the iabp was checked during the most recent preventative maintenance performed after the reported event. Additional information has been requested. A supplemental report will be submitted if additional information is provided to us. Not returned to manufacturer.

Event description:
It was reported that the fiber-optic was connected; however, the cardiosave intra-aortic balloon pump (iabp) only indicated the traditional fluid transducer would send information to the pump. No alerts were indicated. The nurse verified that the staff had unplugged and reattached the fiber-optic cable. It was later reported that the patient was deceased. No further information was provided. The intra-aortic balloon (iab) involved in this event was reported under mfg report number 2248146-2019-00760.